Event description:
The hcp reported that the pt was experiencing "return of symptoms/withdrawal symptoms, increased spasticity and itchiness." Reservoir volumes were checked and the estimated reservoir volume was 2.5 ccs; actual reservoir volume was 10 ccs. A roller study was performed and was "positive for roller stall." The pt was reported to be stable and pump replacement was planned for 2005.

Event description:
The pt was hospitalized for withdrawal symptoms. Xrays were taken and it was thought that there was a disconnect, however, that was not the case. The pump was explanted and rpelaced with a similar device 12/2005.